Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer stated that he had replaced the circuit, the flow sensor, and the diaphragm and that there had been no reported issues prior to preventive maintenance. The inspiratory and expiratory flow transducers have been recalibrated, and the customer has been given the flow valve part number. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.

Event description:
It was reported to vyaire medical that the avea ventilator monitor and delivery unit exhalation readings are both 20% off. The customer confirmed that there is no patient associated with this reported event.